Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported too weak positive respectively false negative results with seraclone anti-d (rh1) blend. The customer stated that with diaclone,the product they previously used, they received strongly positive reactions. The customer announced the shipping of the complaint sample. Our quality control laboratory is still waiting for it in order to investigate it. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported too weak positive respectively false negative results with seraclone anti-d (rh1) blend. The customer stated that with diaclone, on the other hand, they received strongly positive reactions. The customer returned the allegedly defective product for investigational testing and also a patient sample. Our quality control laboratory tested the complaint sample in parallel with their retention sample for potency in the immediate spin method. Both reagents met the specification. The minimum titer of 32 was met. Furthermore the supposedly defective lot was tested for potency in parallel with the diaclone anti-d blend in the tube test according to the instruction for use for diaclone (5 minutes incubation at room temperature). Both reagents showed a strong positive result. The titer of diaclone anti-d blend was a bit longer, 2048 versus 512 for seraclone anti-d blend. The patient sample was tested with seraclone anti-d blend in the immediate spin method and yielded a +/- reaction. Additionally it was tested with seraclone antid blend with an incubation of 5 minutes at room temperature and yielded a strong 3+ positive reaction. The reaction with diaclone anti-d blend was 4+ positive. The patient sample was also tested with seraclone anti-d bs 226 in the immediate spin method and yielded a 3+ positive reaction. Furthermore the patient sample was tested in the indirect anti-globulin test (iat) and yielded a 4w positive reaction. Based on the serological test results a weak d or a d partial of the patient sample was suspected and it was sent for molecular rhd typing to an external laboratory. Based on the investigation the complaint was classified as confirmed - epp (expected product performance).: the complaint sample as well as the retention sample reacted as expected and met all acceptance criteria. Compared to the diaclone anti-d blend reagent the titer of the seraclone anti-d blend was slightly shorter. But nevertheless the minimum titer of 32 in the immediate spin method was met. Within the potency testing the undiluted seraclone anti-d reagents started with a 4+ positive reaction just as diaclone. Both monoclonal reagents (seraclone and diaclone) are a blend of igg and igm antibodies. The slight differences between both products might be explained by small differences in the mixing ratio of the igg and igm proportion. Seraclone anti-d blend was formulated to yield best positive reactions in the indirect antiglobulin test (iat) with anti-human globulin (ahg) and therefore might give slightly weaker reactions in the immediate spin test respectively the slide test. Due to the test results the patient sample provided by customer was sent for molecular typing to an external laboratory. The outcome of the molecular typing and sequencing was rhd * dar3 (rhd * (B)(6) 2001). This result would be an explanation for the weakened positive reaction at customer´s site. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.